Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported a patient was receiving intravenous fluids at 40 ml/hour. The infusion was started at 2145. At 0500, the rn noticed that the IV bag was significantly empty for the expected fluid rate. The patient received about 950ml of fluid over 1.25 hours instead of the 290 ml that was expected during that time period. There was no patient harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: age at time of event, age unit, date of birth, sex, device available for eval?,returned to manufacturer on, concomitant med prod data (1), device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a patient was receiving intravenous fluids at 40 ml/hour. The infusion was started at 2145. At 0500, the rn noticed that the IV bag was significantly empty for the expected fluid rate. The patient received about 950ml of fluid over 1.25 hours instead of the 290 ml that was expected during that time period. There was no patient harm.